Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with cardiac resynchronization therapy defibrillator (crt-d) received anti-tachycardia pacing (atp) and shock therapies which accelerated the ventricular arrhythmia. Therapy exhaustion occurred however, the therapy did not convert the rhythm. Presenting electrogram (egm) showed noise on the right ventricular (rv) lead, but no oversensing was observed. This crt-d remains in service. No additional adverse patient effects were reported.